Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The caller was initially instructed to clean the pump and reload the same cartridge, but the issue persisted. Technical support then guided the caller through the process of filling and loading a new cartridge, which successfully resolved the issue, allowing the caller to resume insulin delivery.